Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The super arrow-flex (saf) sheath was inserted into the patient's left femoral artery. When the tip of the iab was inserted into the saf sheath there was resistance, but the md inserted the iab by rotating it into the saf sheath. It was reported that "at the tip of the saf sheath the tip of the iab stuck and would not come out of the sheath." Nevertheless, the md continued to advance the iab through the saf sheath. The iab "was advanced and came out of the sheath, but the rear end of the balloon stuck at the tip of the sheath. As a result, the iab did not come out the saf sheath completely." The iab and saf sheath were removed as one unit. In the same insertion site (left femoral artery) a new arrow iab was inserted through a terumo 9fr sheath without difficulties. There was no reported patient death or injury. Medical/surgical intervention was not required. It is "unknown" if there was a delay in therapy. There were no reported patient complications and the outcome of the patient is "good".

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.